Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump unexpectedly shutdown while charging. There was no reported impact to the customer's blood glucose (bg) level. Reportedly, the customer continued to use the pump for insulin therapy.